Manufacturer narrative:
Additional information was requested regarding the treatment and product details; however, were not made available as of the date of this report. Should additional information be received, a supplementary report shall be submitted. This report is submitted on march 12, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient developed an infection that was subsequently treated (treatment type, dates and duration not reported).